Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / I feel like I'm being stabbed non stop from the inside out') and appendicectomy ('emergency appendectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia procedure since (B)(6) 2010, postpartum state and nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("minor cramping"). In 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced depression ("severely depressed") with fatigue. In (B)(6) 2012, the patient experienced alopecia ("my hair started falling out so bad that I was left with a big bald spot on each side of my head") and anxiety ("developed severe anxiety") with feeling abnormal and insomnia and was found to have weight increased ("weight gain"). In november 2014, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("several large cysts on my ovaries") with acne, dysmenorrhoea, menstrual disorder and polymenorrhoea, ovarian adhesion ("my appendix was completely fused with my right ovary"), pollakiuria ("I have to go 4 or 5 times a day") and nocturia ("I have to go 2 or 3 times during night."). The patient was treated with surgery (surgery to remove essure coils scheduled for 2-jun). Essure was removed. At the time of the report, the pelvic pain, appendicectomy, ovarian cyst, procedural pain, migraine, depression, alopecia, anxiety, weight increased, ovarian adhesion, pollakiuria and nocturia outcome was unknown. The reporter considered alopecia, anxiety, appendicectomy, depression, migraine, nocturia, ovarian adhesion, ovarian cyst, pelvic pain, pollakiuria, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query:: the event ¿I have to go 4 or 5 times a day and at least 2 or 3 times during night.¿ split to ¿increased urinary frequency¿ and ¿nocturnal frequency¿. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 15-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / I feel like I'm being stabbed non stop from the inside out') and appendicectomy ('emergency appendectomy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia procedure since (B)(6) 2010, postpartum state and nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("minor cramping"). In 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced depression ("severely depressed") with fatigue. In (B)(6) 2012, the patient experienced alopecia ("my hair started falling out so bad that I was left with a big bald spot on each side of my head") and anxiety ("developed severe anxiety") with feeling abnormal and insomnia and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("several large cysts on my ovaries") with acne, dysmenorrhoea, menstrual disorder and polymenorrhoea, ovarian adhesion ("my appendix was completely fused with my right ovary") and pollakiuria ("I have to go 4 or 5 times a day and at least 2 or 3 times during night."). The patient was treated with surgery (surgery to remove essure coils scheduled for 2-jun). Essure was removed. At the time of the report, the pelvic pain, appendicectomy, ovarian cyst, procedural pain, migraine, depression, alopecia, anxiety, weight increased, ovarian adhesion and pollakiuria outcome was unknown. The reporter considered alopecia, anxiety, appendicectomy, depression, migraine, ovarian adhesion, ovarian cyst, pelvic pain, pollakiuria, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information updated. Event: "I have to go 4 or 5 times a day and at least 2 or 3 times during night" was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 08-oct-2015. The most recent information was received on 31-oct-2019. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in (B)(6) 2015 (case# (B)(4), awareness date (B)(6) 2015). This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('severe pain / I feel like I'm being stabbed non stop from the inside out') and appendicectomy ('emergency appendectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anesthesia procedure since (B)(6) 2010, postpartum state and nickel sensitivity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced procedural pain ("minor cramping"). In 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced depression ("severely depressed") with fatigue. In (B)(6) 2012, the patient experienced alopecia ("my hair started falling out so bad that I was left with a big bald spot on each side of my head") and anxiety ("developed severe anxiety") with feeling abnormal and insomnia and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("several large cysts on my ovaries") with acne, dysmenorrhoea, menstrual disorder and polymenorrhoea and ovarian adhesion ("my appendix was completely fused with my right ovary"). The patient was treated with surgery (surgery to remove essure coils scheduled for (B)(6)). At the time of the report, the pelvic pain, appendicectomy, ovarian cyst, procedural pain, migraine, depression, alopecia, anxiety, weight increased and ovarian adhesion outcome was unknown. The reporter considered alopecia, anxiety, appendicectomy, depression, migraine, ovarian adhesion, ovarian cyst, pelvic pain, procedural pain and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality defect per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 31-oct-2019: with follow up received on 31-oct-2019 it was detected that this record was a duplicate to record # us-bayer-2019-204144 (medwatch 3500a MFR number 2951250-2019-11406) which will be deleted after all information was transferred to this record us-bayer-2015-040632 which will be retained. New: reporter lawyer was added. Removal information added: in social media post of 2016, patient had posted that she would have essure removed on (B)(6). Event: pelvic pain was upgraded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.